Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: patient had been to the doctor's office on (B)(6) 2016, and was not informed that the pump was left in suspend mode when leaving the office. Customer admits to suspending following occlusion/empty cartridge alarms. Blood glucose rose to over 600 mg/dl with confusion, and patient was treated in the emergency room with insulin via injection. There is no allegation/indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia related to user error.